Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to obtain add'l complaint info from the customer has not yet been completed. However, a visual exam of the returned product confirmed the customer's initial report of a broken housing. The original power supply is pending testing/analysis by quality engineering. The customer's report and the returned product revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will be continued to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed.

Event description:
The customer reported to customer service that her breast pump power adapter housing was broken; the screws came loose. No injuries were reported.